Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported something was stuck in the channel and the brush would not go through the scope to clean during reprocessing for an olympus duodenovideoscope. There was no patient involvement.